Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 23-jul-2018 with the following findings: the basal history appeared to not match the current basal program due to temp-basal programs being run and due to the user manually changing the basal rate to current program. The pump was exercised for 24 hours with a 1.0 unit per hour basal rate and at the end of testing the basal history correctly showed 1.0 unit and the total daily dose showed 24.0 units. No hypersensitive or stuck keys were observed on the keypad. The allegation of a basal history recording defect was unable to be duplicated during testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that the basal history did not match the active basal program. This complaint is being reported because the alleged issue might indicate an inaccurate delivery of insulin. There was no serious injury associated with this complaint.